Manufacturer narrative:
Date device returned to manufacturer is unknown. The investigation date was used for this field. (B)(6). "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 7156853; medical device expiration date: 11/30/2018; device manufacture date: 06/05/2017. " investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for gel air bubbles with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for gel air bubbles was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for gel air bubbles with the incident lot was not observed as all samples met the required specifications. Additionally, the samples and photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel air bubbles. No serious injury or medical intervention.